Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) ranged from 360-460 mg/dl and the customer was hospitalized with diabetic ketoacidosis (dka). The customer reported to a clinical diabetes specialist that dka could have been due to use error. Bg was addressed with intravenous insulin drips. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. A new cartridge was loaded and the pump performed as intended. Reportedly, the customer was expected to be released from the hospital on (B)(6) 2018. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.